Event description:
Additional information was received indicating the system continued to exhibit high out of range shock impedance measurements. An invasive procedure was performed. The lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Individual shocking vectors were checked and high measurements were observed with the proximal coil. The proximal coil was taken out of the shocking vector and defibrillation threshold (dft) tests were performed. Shock impedance measurements were within an acceptable range. No further programming changes were made. No additional adverse patient effects were reported.